Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion, prime test and the excessive no delivery test. The insulin pump had a cracked end cap at the vibrator motor side, a scratched display window, cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer experienced high blood glucose levels all week, and made a visit to her clinic. During the visit, the customer noticed a large crack on the right side of the insulin pump. Nothing further was reported.